Manufacturer narrative:
Complaint conclusion: approximately one year and three months after the implantation of the aortic bifurcate 30mm endoprosthesis, the main body stent was fractured in the area of the fixation hooks to the aorta, causing significant displacement of the prosthesis from the implantation place. This was a found during an appointment follow-up. Currently without manifestations associated with the event the product was not returned for analysis. A product history record (phr) review of lot 17838870 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aortic bifurcate migration¿ and ¿supra renal stent fractured - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of further distortion of the angulation of the aneurysm due to ongoing disease process may have contributed to the reported event. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. Potential adverse events and potential device risks include, but are not limited to component migration and stent fracture.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, approximately one year and three months after the implantation of the aortic bifurcate 30mm endoprosthesis, the main body stent was fractured in the area of the fixation hooks to the aorta, causing significant displacement of the prosthesis from the implantation place. This was a found during an appointment follow-up. Currently without manifestations associated with the event the device is expected to be returned for evaluation.